Event description:
A nurse reported that during surgery, they were having issues with the surgical system. The pt's globe collapsed. Additional info was requested on multiple occasions, but none was provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).